Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ref(reference) electrode to resolve the issue. Patient demographic information was not provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous high sodium (na) and chloride (cl) patient results were generated on the au5800 clinical chemistry analyzer. Customer stated approximately 44 (forty-four) patients had high na and 37 (thirty-seven) patients had high cl results. Those patient results were reported out of the laboratory, however later amended the results upon repeated on another au system. Customer was not aware if patient treatments were impacted. The customer did not provide patient data or demographics.